Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken off end cap.

Event description:
It was reported that the insulin pump has physical damage. Customer's blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.